Event description:
It was reported that the lead integrity alert (lia) triggered due to t-wave oversensing (twos). The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead, (B)(6) 2004; 419488 implantable pacing lead, (B)(6) 2004. (B)(4).